Event description:
Boston scientific crm received information that during the attempted implant of this lead, the safe sheath introducer tore the cephalic vein. The vessel was repaired by a vascular surgeon and another lead was used. The patient was discharged the following day.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.